Event description:
It was reported that during an intervention procedure, vessel perforation occurred. Vascular access was obtained with a 5f sheath via the right groin. The intended area for treatment was the kidney. A non bsc guide wire encountered difficulty advancing through the right common iliac artery and was removed. Two 5f non bsc guide catheters and a non bsc guide wire were placed at the target lesion. Imaging was performed. Upsized to a 6f non bsc sheath and advanced a v18 guide wire to the target lesion. A 5mmx2cm non bsc angio balloon was advanced to the right renal and inflated to 8atms/20 seconds. A 6mmx16mm non bsc stent was deployed at 10atms/20seconds. The v18 guide wire was removed intact. Revisualization was performed. The patient complained of right side back pain. Revisualization of renal noted extravasation in the kidney. Treatment with multiple unknown coils. Blood transfusion was performed and patient was placed on a ventilator. The procedure was completed. No further patient complications were reported. Patient released 17 days later in stable condition.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).